Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise that had been oversensed and led to a stored, non-sustained episode in device memory as well as pacing inhibition with greater than two seconds of asystole. The noise appeared to be electromagnetic interference (emi). The patient was brought into clinic for follow up where it was determined that the episode had been recorded while electrocautery was being used to remove a skin lesion from the patient's neck. No changes were made to the device. Subsequently, the device was explanted after the patient passed away from non-device related reasons. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the device non-sustained episode from (B)(6) 2012 could not be completed as it was overwritten in the device memory. The clinical observations could not be confirmed.